Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to large gap. The reported poor image resolution was associated to echo conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. One clip was successfully implanted. To further reduce tr, an additional xtw clip was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). No additional clips were implanted. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.